Manufacturer narrative:
B3-date of event - corrected.

Event description:
It was reported that a catheter fracture occurred. The patient underwent a cardiac catheterization. A 5f impulse catheter-diagnostic was selected for use. During the procedure, the first catheter got kinked and could not be used. It was replaced with a second catheter of the same model, but this could not be advanced into the right coronary artery. Upon removing the device, the catheter broke off at a point still inside the patient. The patient was then sent to the operating room to have the remaining piece of the catheter removed from their arm. No further patient complications were reported.

Manufacturer narrative:
B3: date of event is an estimated date based on the aware date as the exact event date was not reported.

Event description:
It was reported that a catheter fracture occurred. The patient underwent a cardiac catheterization. A 5f impulse catheter-diagnostic was selected for use. During the procedure, the first catheter got kinked and could not be used. It was replaced with a second catheter of the same model, but this could not be advanced into the right coronary artery. Upon removing the device, the catheter broke off at a point still inside the patient. The patient was then sent to the operating room to have the remaining piece of the catheter removed from their arm. No further patient complications were reported.